Manufacturer narrative:
Corrected data: corrected part# of the concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: drill bit (part# 310.67, lot# pe02934, quantity# 1).

Manufacturer narrative:
Patient¿s weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a k-wire broke during an open reduction internal fixation (orif) of tibia tubercle. The k-wire broke inside the patient after the surgeon drilled over it. The k-wire broke into two pieces closer to the middle of the wire. The k-wire fragment generated was removed from the patient and another k-wire available at the time was used to complete the surgery. The drill bit was reported to be intact. There was a four (4) minute surgical delay. The procedure was subsequently completed successfully and the patient was stable. Concomitant devices reported: drill bit (part# 310.61, lot# pe02934, quantity# 1). This report is for one (1) 1.25mm non-threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).